Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent an unspecified procedure using rhbmp-2/acs. Post-op, per the initial reporter, "bone over growth. Extreme inflammatory reaction (B)(6) wks after (B)(6) 2011, initial infuse surgery with new left side condition extreme electrical burning and pain from l5-s1 to feet. Revision surgery (B)(6) 2011 after a CT myelogram. Chronic csf leak first noted by doctors while treating a 60 day severe spinal headache (B)(6) 2011. Trial spinal cord stimulator fail due to chronic csf leak on (B)(6) 2012. Persistent chronic radiculitis across l5-s1 to both left and right extremities with painful, decreased range of motion with burning, stabbing, electrical, tingling, numbness, 7-10 level pain. All symptoms worse than prior surgery. Significant uptake of headache post surgery."